Manufacturer narrative:
The customer reported that the system shut down during surgery. The system was rebooted to complete the case. There was no patient harm. The customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company representative indicated that the issue was caused by the customer accidentally pulling out the power cord from the outlet. The facility did not request service. The system was manufactured on april 7, 2000. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer pulling out the power cord from the outlet. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A nurse reported that a system shut down during a procedure. The system was rebooted to complete the case. There was no patient harm.